Manufacturer narrative:
The field service engineer (fse) was at the customer site and found the cannula pump was faulty. The fse replaced the pump to resolve the reported issue the repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that there was a focus failure and positive control failure on their iq 200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.